Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been having low blood glucose incidents. The patient was hospitalized for hypoglycemia six months ago. The patient had a high blood glucose in the morning and over-treated. At the hospital, the patient was given glucose tablets and placed on observation. The customer has also treated low blood glucose events with orange juice. The insulin pump was not returned for analysis.